Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had a cat scan and was positive for cerebrovascular accident (cva). Additionally, the patient had loss of distal pulses. The impella was removed, support was for 26 hours. Successfully weaned. Patient not requiring any inotropic or pressor support and is stable.

Manufacturer narrative:
The investigation was completed. No product was returned for investigation. Ischemia/ stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. A device history review was completed and passed all post sterile inspection checks.